Event description:
Device was implanted 9/92. Pt was in usual state of health until 8/4/93 when he began to experience spells of disorientation lethargy and garbled speech. Incontenance of urine and unsteady gait was also noted. Pt taken to surgery 8/6/93. The surgeon reported "the valve appeared to be obstructed as there was no drainage distal to this but when the valve was disarticulated from the reservoir there was free flow of spinal fluid."device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.